Event description:
This complaint is being reported due an incorrect insulin gauge. Reportedly, a cartridge with 100 units will only be recognized as 88 units on the animas insulin pump. The reporter confirmed he had not primed the pump. Upon rewound the pump on three separate occasions, the insulin gauge only showed 88 units as oppose to 100 units. The issue was not resolved with troubleshooting. The product will be returned for investigation.

Manufacturer narrative:
(B)(4):no activity related to the complaint was observed in the balck box or download history. The rewind load and primes steps performed successfully with no alarms. The pump was found to detect the correct amount of insulin remaining after each step of the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.